Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath and air entered into the sheath. Approximately 1.5 hours after starting use of vizigo sheath, the hemostatic valve of vizigo short was suspected to be damaged, and air continued to be drawn into the sheath. The issue was handled by replacing the sheath with another new one. It was suspected the hemostatic valve was cracked/broken. No air entered the patient¿s body and no blood return was observed.

Manufacturer narrative:
On 14-apr-2026, information was received indicating it was suspected that the hemostatic valve was broken or cracked. The sheath was used on the patient but no air entered the patient. No blood return was observed. Additionally, on 14-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).